Event description:
It was reported that during a laparoscopic hand assisted nephrectomy (left), the devices misfired. Competitor's device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
(For device b); exp date = 11/2011. (Device b): 12/2006. Broken handle (device a) and broken handle, damaged rotation knob, jaw misaligned (device b). Evaluation summary: instrument a was returned with the handle broken. Instrument b was returned with the handle and the rotation knob broken. In addition, the jaws were misaligned on instrument b. No functional testing could be performed due to the condition of the handles. No conclusion could be reached as to what may have caused the reported incident. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The final quality release criteria was met before this batch was released for distribution.